Manufacturer narrative:
(B)(4).per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a leak detected. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.